Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the patient contacted lifescan (lfs) alleging that his onetouch ultra 2 meter was reading inaccurately high compared with another meter. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged issue first started on (B)(6) 2015. The patient obtained an alleged inaccurate high result of 205mg/dl compared to 175mg/dl on another unknown meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed lfs' criteria for accuracy. The patient was unable/ unwilling to answer how he manages his diabetes and whether he made any change to his usual diabetes management routine as a result of the alleged product issue. The patient stated that on an unknown date and time after the alleged product issue began he developed the symptoms of low sugar and was shaky. The patient was unable /unwilling to answer if he received any treatment. At the time of trouble shooting, the cca confirmed that the subject meter was set to the correct unit of measure and an approved sample site was used to obtain the blood glucose results. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Follow-up # 1. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.